Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 laser fiber was used during a procedure performed on an unknown date. According to the complainant, during the procedure, no aiming beam was coming out from the laser fiber. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.

Manufacturer narrative:
(B)(4). One flexiva 200 laser fiber was received for analysis. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5mm and appeared unused. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, indicating that the fiber is broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. No aiming beam was visible; therefore, the condition of the returned device confirms the reported event. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.